Manufacturer narrative:
(B)(4). Patient history: end stage renal disease and diabetes. The patient was diagnosed with bacterial peritonitis and hospitalized on (B)(6), 2010 through (B)(6), 2010. The peritoneal dialysis effluent culture showed no growth after 5 days. A repeat culture was performed which showed <50 leucocytes. The patient was treated with vancomycin (dosage and route unknown). Per the nurse, the cause of the peritonitis is unknown and not related to baxter product. The patient has recovered. This patient started automated peritoneal dialysis in 2004. The patient's therapy has not changed. Concomitant medications included klonopin, lisinopril, plavix, dilantin, postassium, epogen, iron, minoxidil, novolog r and crestor.

Event description:
The caregiver (cg) contacted baxter's technical service representative (tsr) to ask about programming of the homechoice device because while the patient was in the hospital with peritonitis they had him doing a different therapy. The tsr explained that the hospital most likely changed the programming and recommended that the cg contact the nurse to make sure the homechoice device is programmed correctly. The tsr explained that if the nurse would like baxter to assist the cg, then the nurse will have to contact baxter with the programming information. The cg agreed to contact the nurse.

Manufacturer narrative:
(B)(4). Device not returned - no evaluation will be performed.